Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the device not functioning properly and wear on one of the cylinders. All components of the existing ipp were explanted and replaced with a new ipp. No patient complications were reported.